Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4)

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an optical sensor failure alarm generated. The iab pump was still functioning, but no arterial pressure wave form. The emergency service representative suggested the customer transduce the inner lumen of the of the catheter. There was no reported injury to the patient.